Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Device evaluation: the device related to the reported event of rupture was received on may 08, 2025, with lot number 2594884. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease, wear abrasion and non-penetrating nick, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.